Manufacturer narrative:
The complaint sample was received at integer for evaluation and the reported event was confirmed. The offset cup impactor (oci) was received fractured and disassembled. The weld adjoining the oci body and metal handle was fractured all around. This allowed the handle to be unscrewed from the oci body, which is how the complaint sample was received. There were some impactions observed in the surrounding area of the weld fracture. These are off-axis impactions and may have contributed to the fracture over time. Other observations: there were signs of wear in the form of scratches, nicks and gouges throughout the complaint sample; the impaction place showed many impactions consistent with intended use; the ratchet housing weld was cracked nearly all around. The function of the ratchet mechanism could not be tested as the impaction plate was removed from the oci. Impaction could not be simulated; the returned complaint sample was etched per applicable drawings. A manufacturing review did not reveal any discrepancies. In conclusion, the reported event is confirmed as the weld adjoining the oci body and metal handle was fractured all around and the metal handle was unscrewed from the oci body. The complaint sample was worn and off-axis impactions were observed that may have contributed to the fracture over time. No further investigation is required. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during an unknown procedure on a patient that the impactor handle is loose. No adverse events were reported as a result of the malfunction.